Event description:
The surgeon inserted and removed a plate collamer lens model cc4204bf without pt injury. The surgeon decided to change to a 3-piece lens since the pt had poor capsular support. The reporter stated there was nothing wrong with the collamer plate lens. The lens haptic tore when it was being handled for return.